Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR:  the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was location in the ostial right coronary artery. A 2.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was advanced to treat the lesion. However, the stent got caught on a previously deployed stent and some struts of the synergy stent were lifted. The synergy stent was not deployed and was removed. The previously deployed stent was postdilated and the procedure completed with a new synergy stent. No patient complications were reported.